Manufacturer narrative:
An event of retraction problem was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, an 8-6mm amplatzer duct occluder was chosen for implant with a 6f amplatzer torqvue delivery system. During procedure, the physician attempted to recapture the device but the retention skirt could not be recaptured. It was reported there was a 30min delay in the procedure due to this event. The 8-6mm occluder was never released from the delivery cable and eventually recaptured into the delivery sheath and removed from the patient. There was no report of any angulation/kink noticed in the delivery system. A decision was made to replace the device with a second 8-6mm amplatzer duct occluder and the replacement device was successfully implanted in the patient with no adverse patient consequences. The patient remained hemodynamically stable throughout the procedure. Status was reported as stable.

Event description:
It was reported that on (B)(6) 2023, an 8-6mm amplatzer duct occluder was chosen for implant with a 6f amplatzer torqvue delivery system. During procedure, the physician attempted to recapture the device but the retention skirt could not be recaptured. It was reported there was a 30min delay in the procedure due to this event. A decision was made to replace the device with a 5-4mm amplatzer duct occluder. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.